Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2svv9. Implanted: (B)(6) 2023: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported that they had gotten an email way back on (B)(6), and the patient stated that it was probably an email about the hcp who could take the ins out. The patient stated that overall they'd been unhappy with it, and they think the lead had migrated, and kept on repeating that they were sorry they had it done (referring to getting the ins). The patient stated that they had surgery a year ago, and they thought that the ins battery had moved. The patient also stated that they started to feel that they were having more problems with incontinence, and they were peeing their pants all the time. They increased the stimulation, and tried several programs, to the point that they had rectal pain and were getting zapped in the middle of their legs, so they turned it off. The patient commented that they wouldn't recommend it to anybody (referring to the ins). The patient also repeated that they were so sorry they had it done, and said that they saw stuff online. They also complained that they were not given a mdt ID card. The patient was already set on having the ins removed, but their hcp had retired. The agent documented reported events, sent them physician listings, and redirected to patient registration services.